Manufacturer narrative:
(B)(4). No complaint was received with the device. Failure event observed during analysis. External insulation abrasion was noted at 5.0-5.2cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.